Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. B3: event year only reported: 2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the surgeon that during lap chole procedure white tissue pad came off the device during activation in the patient. The white pad was retrieved from patient. Another device was opened to complete the procedure. The procedure was delayed by ten minutes. The procedure was completed successfully with no adverse consequences for the patient.